Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00831. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat symptomatic grade 3 to 4 rectocele, enterocele, and grade 3 cystocele concurrently with an anterior and posterior colporrhaphy, enterocele repair, and a cystoscopy. It was reported that the patient underwent excision of exposed vaginal mass and a diagnostic laparoscopy with removal of left ovarian remnant on (B)(6) 2009. It was reported that the patient underwent revision of mesh due to extrusion of exposed mesh and surrounding area on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to vaginal foreign body. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections. It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to dehiscence of vaginal incision.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding.